Manufacturer narrative:
Blade shedding is the loss or emission of small flakes or particles due to contact of mechanical surfaces during blade rotation. Typically, this shed material may be resected or suctioned away from the tissue during the surgical procedure. However, failure to retrieve all debris may necessitate medical or surgical intervention. As a result, this event is considered reportable pursuant to 21 c.f.r. §803. Investigation of the returned product passed functional testing. No metal shavings were found in or on unit. Blade used with unit was not returned for analysis. Defective blade could have been responsible for metal shavings. No problem found. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff procedure using a service rep, mdu, ultralight device during use the shaver in the joint mr (B)(6) noticed metal shears in the joint from the shaver.